Event description:
It was reported that the connector at 3-way was broken before use.

Event description:
Customer reported that the device continued going through the "re-boot" cycle for approximately ten minutes before shutting down. The issue was reported to occur both on both ac and dc power. There was no report of pt involvement with incident.

Manufacturer narrative:
Customer report was confirmed. Received one single dpt kit. Examiantion revealed that the tip of the dpt zero-stopcock male luer was completely broken and stuck inside pressure tubing female luer. The broken luer appeared twisted and bent inwards.